Manufacturer narrative:
The event date and death date were not reported, the aware date was used as an estimate.

Event description:
It was reported that a patient death occurred. It was reported via social media that the patient died 3 days after their left atrial appendage closure procedure.